Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed to address the issue. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg.